Event description:
It was reported that the lead exhibited less than 200 ohms impedance. The lead was explanted and replaced, at which time an insulation -defect- was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the distal insulation was damaged at 16.6 cm from the connector pin. This resulted in a short between the coils.